Event description:
Procedure: laparoscopic supracervical hysterectomy (lsh). According to the reporter: needle was disengaged from endostitch - needle was retrieved. Device was hard to load/unload prior to incident. There was a delay of over 30 minutes, which affected the pt. A device fragment fell into the pt, the component was the needle. The fragment was retrieved.

Manufacturer narrative:
(B)(4).